Manufacturer narrative:
.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-327a-(B)(4): the glass cap and metal cap are detached; the fiber and glass cap are broken proximal to glue zone; the glass cap /fiber and metal cap were not returned with product; the fiber exhibits mild contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that the fiber was observed to exhibit diminished tissue vaporization efficiency at 387,117 joules of use. There was no injury to the patient reported. Gland size: 115g, firing time: 39 minutes.